Manufacturer narrative:
The customer biomed checked the pump and reported that the pump was full of water. Maquet representative identified error code #58 power-up vent test failed and replaced the vent valve 24 vdc 2-way n.o. (P/n 0119-00-0170); the company representative also evaluated the pump using a trainer and test balloon for several days and could not duplicate the 'excessive moisture in fill line' problem. Returned pump to customer and placed back into service. See also related complaints: (B)(4) and MDR 2249723-2014-00664; (B)(4) and MDR 2249723-2014-00666. (B)(4).

Event description:
The customer reported that the iabp was in use on a patient for less than four hours and the nurses observed error message 3. The pump continued to function however the error message continued. The iabp had a build up of excessive amounts of condensation. The patient was switched to another iabp and therapy was continued. No patient injury was reported.